Event description:
Surgeon successfully implanted intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the patient. The facility did not specify the model of injector or cartridge use to implant the lens and the lot numbers for these items are unknown.